Event description:
It was reported that there was a loss of therapeutic effect. Patient reported her entire body was sore. Patient was having a lot of back pain. Stimulation was in her leg, not in her back where she needed the stimulation. This began to feel this way 2-3 days ago, following a fall. The patient's status was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).